Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a right hemicolectomy robotic laparoscopic procedure, at the time of colon disection, the image from the tipcam endoscope flash two times and then disappeared completely from both screens (operating room team interface display (orti) and surgeon console 3d). The endoscope was exchanged for another scope to continue the surgery. There was no injury to the patient and the procedure was completed successfully without delay. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the technical inspection, the error description provided by the customer could be confirmed. Electrical/electronic component issue with the error message "incompatible head". Multiple potential causes have been identified, but a clear root cause cannot be confirmed at this stage. The event is filed under internal karl storz complaint ID: (B)(4).